Event description:
It was reported that a user experienced intermittent communication between the dexcom g7 continuous glucose monitor (cgm) sensor and the ilet, resulting in signal loss on the ilet while glucose readings remained available in both the dexcom mobile app. No adverse clinical symptoms reported, with glucose described as stable. Outcomes included no injury, no medical intervention beyond routine use, and no hospitalization. User support included troubleshooting and user education, including guidance on bg run mode. Investigation of this case revealed a communication disruption limited to the cgm-to-ilet link without evidence of sensor failure or device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was device-to-device communication interruption consistent with known cgm signal loss behavior.